Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record was not performed as the actual lot number for the device was not given. Returned device include stem, trunion and humeral head. There is severe scratches and damage on the stem. The hex area of the lateral screw is severly damaged and could not be turned. Trunion is stuck to the head. There is severe wear on the surface of the trunion and on the stem which is evident from the polished appearance of both surfaces. The revision surgery was scheduled due to massive rotator cuff tear which is unrelated to the original implanted device. The wear on the implant is most likely due to a loose trunion which was caused by the loose screw. The root cause of the loose screw could not be determined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that 8 years post-op, the patient presented with a massive rotator cuff tear, and it was determined the appropriate course of treatment would be for the surgeon to implant a reverse shoulder prosthesis. In order to accomplish this, a revision of the existing implant (univers) would be required. Upon routine exposure and manipulation of the implanted primary shoulder, the surgeon found the humeral trunion component (with head firmly attached) to be seated within the inclination block of the stem, however, the lateral locking screw was not engaged to capture the trunion ball. The head / trunion combination was lifted from the humeral component. Osteotomes were used to free the stem from surrounding bone / tissue. The slap hammer instrument was located and locked to the implant using the lateral locking screw. The stem was successfully extracted. According to the surgeon, the circumstances relating to the revision of the stem and subsequent implantation of the reverse prosthesis were routine and customary.